Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call that the insulin pump cannot maintain the battery life and the battery needs to be changed every 24 hours. Customer also indicated that multiple unexpected restart alarms have been received but has nut received any low battery alerts. Customer is using the recommended battery for pumps. Customer does not recall any significant events leading to the error. Customer's blood glucose was unknown at the time of incident. Troubleshooting was done for battery but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
No unexpected alarms, off no power alarms/anomalies, low battery alerts noted during testing. The insulin passed error test, displacement test and off no power test. The insulin pump was received with high idle current due to moisture damage on all electronic assemblies noted. The insulin pump had moisture damage on motor assembly noted. The insulin pump had cracked case at lcd window corners, cracked lcd window, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.